Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(4) 2007 population product advisory was initially communicated on (B)(6) 2007, declared elective replacement indicator (eri) with an extended charge time measurement. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent a change out procedure and this product was explanted and replaced.the device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.